Event description:
It was reported that the right atrial (ra) lead was explanted a few days after it was implanted. Another lead was implanted successfully. No additional adverse patient effects were reported.